Event description:
The customer reported the internal paddles were not working - would not shock. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the internal paddles were not working - would not shock. There was no reported patient involvement. The internal paddles were not available for evaluation. The customer ordered a new set of internal paddles to resolve the issue. No more information was available. We will consider this a malfunction of the internal paddles where they failed to shock.